Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 400 mg/dl, which was treated with insulin pen and changing set. Customer had no symptoms of high blood glucose. Customer states there were no leaks or air bubbles. Customer was advised to change infusion set, reservoir and insulin and to treat high blood glucose per healthcare professional's recommendation. Customer called back to perform high pressure test. Insulin pump passed high pressure test.